Manufacturer narrative:
Concomitant medical products: product ID: 37744q, serial# (B)(4), product type: programmer, patient. Product ID: 3888q33, lot# va0de44, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3888q33, lot# va0d8d6, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 8840, product type: programmer, physician. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported contact 7 was out of the impedance range of <(><<)>10 ,000 ohms. They could not test at higher amplitude due to patient discomfort during the test. They were able to program around contact 7. No action was taken and no diagnostic methods occurred. Etiology of the lead was not related to the implant procedure. There were no signs or symptoms and the outcome was ongoing with no further action needed. Additional information received reported that the impedances that were out of range had value of >10,000 ohms and not <(><<)>10,000 ohms as previously reported. If additional information is received, a follow up report will be sent. Relevant medical history included: spinal pain, failed back surgery syndrome